Manufacturer narrative:
Additional information: patient identifier. PMA/510(k): preamendment. Corrected data: date received by manufacturer on initial report should be 08/30/2017. Investigation - evaluation: a review of the complaint history, drawings, documentation, manufacturing instructions, specifications, trends, and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. However, there is no evidence to suggest the finished product was not made to specifications. The risk specification for this product include references to "proximal fitting separation" and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the customer that, after implantation of the catheter included in the cook drainage set, a crack was found in the catheter directly below the hub. The crack was reportedly covered/fixed with a tape, and remained in the patient. There were no leaks or adverse events reported. The circumstances surrounding the handling and usage of the device were not reported. Because the device is still in use in the patient, it will not be returning for investigation.